Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an issue with infusion set on (B)(6)2026 as tape did not stick and patient does not know the cause of tape not adhering. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: spain. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.